Manufacturer narrative:
(B)(4). Batch # l51g5e. Additional information was requested and the following was obtained: what was the experience of the first assistant? Unsure. What were the indications for the procedure? Diverticulitis. Was the washer inspected after it was removed from the patient? If so, what did it look like? Yes and it appeared to be okay. Where within the green range was the device fired? We initially set it at center of green for a minute and then I go one bar below middle to fire. How much was the incision elongated to convert to open? Approximately 8-9 inches due to having to resect the failed anastomosis and get to a lower rectal stump. What stapling device was used for just the transection? The stapler was used for the anastomosis only. What was the purse string technique? I used a 2-0 prolene pursestring. What is the current status of the patient? The patient is doing fine. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy procedure, the device was closed on the tissue and fired plastic to plastic by the first assist. However, no audible or tactile feedback of the cutting washer was heard or felt. The tissue was cut, but no staples deployed and there was only one tissue donut. The patient was converted to open and an intraluminal stapler was used to redo the anastomosis.